Event description:
The surgeon could not fully implant the inserts into the tibial tray causing a 40 minute delay to surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(6) hospital reports: during partial knee surgery, the surgeon was unable to insert the tibial inserts (items 2,3 4) into the tray (item 1). Despite cleaning the area thoroughly to ensure no cement fragments remained, the inserts would not click into place - the surgeon described it as the tray feeling fractionally too short to accommodate the insert. Items 1 2 were implanted, and 3 4 were discarded. 40 minute delay to surgery time reported. The devices associated with this report were not returned. A search of the complaint database did not show any other reports against the product and lot combinations. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.